Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 14-jan-2007, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving morphine (20mg/ml at 2.280mg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the patient was referred to the hcp to remove a granuloma. Per the patient, they had titrated her drug down in preparation or the surgery. The hcp removed the granuloma and 2.5cm of the catheter which he replaced with 1.5cm of replacement catheter. The piece of catheter involved with the granuloma was sent to pathology for examination. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - with injury." The patient had a laminectomy to remove the granuloma and replace the catheter. There were no further complications reported at this time.